Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hand assisted right hepatectomy with abscess procedure, the scrub cycled the reload prior to handing it to the surgeon. During the last firing over the hepatic vein, the surgeon was able to press the green button and squeeze the handle. However, only a few of the staples were fired, most did not deploy, but the knife blade deployed. This resulted to poor staple formation or incomplete staple line. There was unanticipated tissue loss and damage. The operative time was definitely increased by more than 30 minutes or more and the incision was extended more than 1 inch. There was also blood loss of more than 500cc and which would measure in liters. The procedure was then converted from lap procedure to open to stop bleeding with stitches in the hepatic vein but during the conversion to open, the patient coded for about 22 minutes. The patient's cognitive impact was a scertain. The patient was still in the hospital until recently and sent over to a long term care facility, still intubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney reported that the patient underwent a hepatectomy procedure for a liver abscess. The device misfired and caused hepatic vein bleed, which resulted in hemorrhagic shock and caused traumatic excessive and likely permanent injuries, including brain damage. The patient experienced acute respiratory failure, hypercapnia, cardiac arrest, metabolic alkalosis, anoxic encephalopathy, coagulopathy, hypernatremia, hypophosphatemia, inflamed bowels, acute deep vein thrombosis, anasarca, bilateral pleural effusions, left calf dvt, dysphagia, stage 4 ulcer, impaired memory and comprehension, generalized muscle weakness, sepsis, uti, hypernatremia, increase in ammonia level, decrease mental status, aggression, cellulitis, dehydration, hyponatremia, acute renal failure, stroke, hypoxia, blood loss, hemorrhagic shock, seizures, feculent drainage, ascites, colonic perforation, abscess, pain, sacral wound, diffuse muscle atrophy, pupils nonreactive, limited speech, bladder incontinence, multi system organ dysfunction, tachycardia, bacteria infection, disability depressive disorder, loose black stool, hypotensive, lethargic, and somnolent. Post operative treatment included eeg, mrcp, CPR, abdominal closure with wound vac, removal of abdominal packs, creation of end ileostomy, placement of 18 french gastrojejunal feeding tube, placement of ivc filter, g-tube replacement, critical care therapy, continuous venovenous hemodialysis, 4 packs of cryoprecipitate, sedation, intubated, hospitalization, bilateral lower extremity exam, multiple exploratory laparotomy, abdominal colectomy, tracheostomy placement, drainage of intraabdominal abscesses, antibiotics, wound vac change, repair of infer ior vena cava, and upper gi procedure. Information received indicates the patient is now deceased due to respiratory failure and multi system organ dysfunction. The patients family withdrew care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney reported that the patient underwent a hepatectomy procedure for a liver abscess. The device misfired and caused hepatic vein bleed, which resulted in hemorrhagic shock and caused traumatic excessive and likely permanent injuries, including brain damage. The patient underwent a procedure and experienced respiratory failure, intubated, ICU for ventilation management. The patient's family decided to withdraw care. The patient died.

Manufacturer narrative:
Previously reported under report 1219930-2018-02956 (duplicate file). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney reported that the patient underwent a hepatectomy procedure for a liver abscess. The device misfired and caused hepatic vein bleed, which resulted in hemorrhagic shock and caused traumatic excessive and likely permanent injuries, including brain damage. The patient died. No additional information at this time as to cause of death.